Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on april 21, 2022, due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on august 31, 2022.